Event description:
Manufacturer review of a patient's vns programming history revealed that the patient was found to be at unintended vns settings on (B)(6) 2006. At the previous visit on (B)(6) 2005, a systems diagnostics test was performed, but no final interrogation was done to verify settings after the test. It is likely the systems test faulted, causing the settings to change and this was not noted until the next interrogation on (B)(6) 2006, when the settings were then corrected.